Manufacturer narrative:
As reported, during the procedure, the sorbafix enhanced fixation system did not work correctly after deploying about 4 to 5 fasteners. The loose/broken fasteners removed from the patient and there was no reported patient injury. The subject device was returned for evaluation. The remaining sixteen (16) fasteners in the device were in good condition and deployed with no issues. The subject product was found to have been returned with the tack setback out of spec and internal gears out of sync, which are not indicative of the manufactured condition. Review of manufacturing records indicate product was manufactured to specification, and there were no manufacturing anomalies noted during the sample evaluation. While a definitive root cause cannot be determined, based on sample evaluation and investigation performed, the most likely cause is an event occurring during user/device interface while firing in the inguinal space resulting in the out sync components found. This likely led to the deployment issues reported. To date, this is the only reported complaint from this manufacturing lot of 785 units released for distribution in may, 2020. The instructions-for-use (IFU) include with the device recommends the following: "place the tip of the sorbafix absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area. Avoid excessive trigger force as this may damage the device. If the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient."

Event description:
It was reported that during a laparoscopic inguinal hernia repair procedure on (B)(6) 2020, the sorbafix enhanced fixation system was found to be weak and not working correctly after deploying about 4 to 5 fasteners, and there were loose/broken fasteners that were removed from the patient. As reported, the surgeon used another sorbafix device to complete the case without any further issues. As reported, there was no patient injury.